Event description:
It was reported that approximately two years post a port placement, the catheter was allegedly broken into segments. It was further reported that a segment of the catheter allegedly moved within the patient's body and stayed in the vasculature. Reportedly, the broken segments were removed, and the device was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port MRI implantable port attached to a groshong catheter in three segments were return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A partial compound break was noted from the proximal end of the attached catheter. A complete compound breaks were noted on the distal end of the attached catheter, proximal end of the catheter segment, distal end of the catheter segment, proximal end of the distal catheter segment. The edges of the partial compound break on the attached catheter were noted to be uneven and surface was noted to be round and smooth in both regions. The edges of the complete compound breaks on the distal end of the attached catheter, proximal end of the catheter segment, distal end of the catheter segment, proximal end of the distal catheter segment was noted to be uneven, and surface were noted to be round and smooth in one region and granular in the other region. Splits were noted on the proximal end of the attached catheter. The catheter was patent to both infusion and aspiration without issue. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issue. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm this was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post a port placement, the catheter was allegedly broken into segments. It was further reported that a segment of the catheter allegedly moved within the patient's body and stayed in the vasculature. Reportedly, the broken segments were removed, and the device was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 05/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned